Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support fa finding: visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. A clip test was performed multiple times while the instrument was installed on an in-house system and passed both times without issues. There was no problem detected. No image or video clip for the reported event was available for review. A review of the instrument log for the medium-large clip applier (part# 470327-12 / lot# n10210208-0114) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system sk3577 for a low anterior resection procedure. There were 24 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument could not clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, medium-large clip applier could not clip. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the instrument was used during a procedure on (B)(6) 2022. The instrument was able to successfully apply clip before the issue occurred. The surgeon confirmed closure of the clip after ligation. When the wrist was held at a certain angle, the jaw did not move properly when trying to clipping. The surgeon did not remember exactly how many times the issue occurred but the issue did occur several times with the same instrument attached to the same arm. He noticed the tip of the jaw could not be closed. The clip did not fall off outside of the patient, before inserting the instrument into the patient. There was no broken/loose cable nor jaw's misalignment. The customer used a backup instrument to continue. The sterile adapter was not removed and reinstalled.